Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but have not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during the surgery for olecranon fracture, the tip of the drill bit was broken. The surgeon used 1.6mm wire for reduction from the proximal towards distal olecranon. The surgeon then performed a temporary fixture of proximal olecranon by inserting the screws. He inserted 2.7mm screws one by one proximally. The tip of the drill bit was broken on the fourth hole. The surgery was however completed successfully. There was no surgical delay or adverse consequence to the patient. It was confirmed that there were no drill tip fragments retained in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the drill bit (part number 323.062, lot number 9781885). The subject device was returned with the complaint condition stating approximately 8 mm from the fluted tip section of the drill bit is broken off. The tip and cutting blades are in a used condition with wear signs. The ø2 of the drill bit got measured with the drill bit diameter result as: d = ø1.90 +/- 0.05mm using calipers measured drill bit diameter = ø 1.94 mm the measuring result does show conformity the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was (B)(4) as required and the measured harness was within the specification of (B)(4). The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Process design and clinical risk management (dcrm) document, was reviewed and found to adequately address the harm of this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. The most probable root cause is a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.